Event description:
During a gastrostomy tube placement, the physician used a cook endoscopy flow 20 percutaneous endoscopic gastrostomy set. The tip of the endoscope is advanced through the patient's mouth and esophagus into the stomach. The endoscope tip remains inside the stomach, so the clinician can view the abdominal incision from the inside of the stomach. An incision in the abdominal wall is performed through the skin and subcutaneous tissue, entering the stomach. After the incision, the needle and cannula unit is inserted through the skin incision into the stomach and the needle is removed. This leaves the cannula in place and maintains access to the stomach. The cannula is approximately 9.5cm in length and is 2mm in diameter. The widest area of the cannula (at the proximal end) is approximately 6.5mm in diameter. After the cannula is placed inside the incision, the looped insertion wire is then advanced through the cannula into the stomach. After the looped insertion wire is inside the stomach, a snare or forceps device is advanced through the endoscope to grasp the looped end of the wire. While maintaining the snare or forceps securely around the looped insertion wire, the endoscope and looped insertion wire are moved out of the patient's mouth. This is performed so that the looped insertion wire is extending from both the patient's mouth and abdominal incision. (Note: the looped insertion wire is placed through the cannula located at the abdominal incision site). This is necessary for feeding tube placement. When the looped insertion wire was being advanced with the endoscope towards the patient's mouth, the cannula broke into two pieces. One of the pieces was removed manually and the other piece was removed from the incision site with hemostats. Despite the breakage and removal of the cannula, this gastrostomy tube was able to be placed successfully. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If the cannula was inadvertently grasped by the snare or forceps instead of the looped insertion wire, this could have caused the reported damage to the cannula. The instructions for use direct the user to place a snare or forceps through the endoscope and grasp the looped end of the wire. The instructions for use also direct the user to remove the endoscope while maintaining the snare or biopsy forceps securely around the looped insertion wire. Several attempts have been made in an effort to collect additional details regarding this occurrence. The additional details have not been provided. Prior to distribution, all cook endoscopy flow 20 percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because the report could not be verified. The complaint risk priority number (cprn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.